Event description:
Eight months after initial implantation the heads of four of the screws broke off the shaft portion, allowing the distal end of the plate to come off the bone. According to the surgeon the screw failed due to delayed union.